Event description:
It was reported that this left ventricular (lv) lead was presented to be programmed off due to the patient experiencing unwanted diaphragmatic stimulation. Approximately eight years later, this lv lead was explanted. However, during the explant process the lead was fractured and part of the lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported. This device is not expected to return.